Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events and subsequent patient outcome could not be conclusively determined through this evaluation. Additionally, review of the submitted log file confirmed the pump stop the controller event log file contained events from 08mar2025 through 11mar2025. The file captured the driveline previously not connected to the system controller and was later connected on 08may2025. Following the driveline being connected, the pump ramped back up to the fixed speed without issue. No other notable events or alarms were captured, and the pump appeared to function as intended at the fixed speed while the driveline was connected. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The current revision of the instructions for use (IFU) can be found on the eifu page of the abbott website. The heartmate 3 left ventricular assist system (lvas) IFU and patient handbook are currently available. Section 1 of the IFU, ¿introduction¿, lists potential adverse events, including stroke, that may be associated with the use of the heartmate 3 lvas. Section 6 of the IFU, ¿patient care and management¿, outlines the recommended anticoagulation regimen, including the international normalized ratio range for patients using the heartmate 3 lvas, as well as the suggested anticoagulation modifications in the event that there is a risk of bleeding. Section 2 of the IFU and section 2 of the patient handbook instruct the user to check the system controller driveline connector to confirm that the driveline is securely inserted in the socket. If the driveline disconnects from the system controller, the pump stops. If the driveline disconnects from the system controller, promptly reconnect it to resume pump operation. The patient handbook also explains that the pump cannot run without power. Additionally, section 2 of the IFU, under "connecting the driveline to the system controller", provides instructions on connecting/disconnecting the driveline to/from the system controller and making sure that it is fully and properly inserted into the system controller socket. The IFU and patient handbook contain information on all system controller alarms, including driveline disconnect alarms, as well as the proper actions associated with them. These documents also warn of events that may cause the pump to stop and how to prevent pump stops from occurring. Additionally, the ¿handling emergencies¿ section of the patient handbook lists examples of emergencies and what actions to take. Furthermore, the patient handbook cautions the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient was brought into the emergency department on (B)(6) 2025 for a massive left subdermal hematoma with a 2+cm midline shift with pontomedullary hemorrhage. Additionally, the center noticed no external power alarms and driveline disconnects on (B)(6) 2025 from interrogation. Log files were submitted for review and revealed the driveline disconnect alarms and pump off events appeared to have begun between 10:00 am and 11:00 am on (B)(6) 2025. The driveline was reconnected at 01:05 pm on (B)(6) 2025. The log files did not reveal what led to the driveline being disconnected. The log file also captured multiple low power and no external power alarms between (B)(6) 2025. The low power alarms were occurring on battery power. The no external power alarms were occurring while on mobile power unit (mpu) power. The log file appears to show a loss of power to the mpu. The pump continued to operate at the set speed and was supported by the system controller's emergency backup battery until external power was restored. Additional information received reported that the patient passed away from stroke on 11mar2025. The death was not considered to be device related. The device operated as expected.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.